Event description:
In 2006, the pt underwent a repair of an aaa using gore excluder devices. A right-to-left femoral artery bypass with a gore-tex vascular graft was also implanted to restore blood flow to the left lower extremity. Two weeks later, the pt presented with infected groins. A culture of the graft was taken with a salmonella and staphylococcus being identified. The next day, the physician explanted the infected femoral-femoral graft and performed a right axillary to superficial femoral artery bypass. The pt tolerated the procedure well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions: the device was not returned and therefore, device analysis was not possible.